Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the cartridge fill step, the syringe needle became blocked with an unidentified white material. Another needle was used and also became blocked. A third needle was used successfully to load the cartridge with insulin. There was no reported impact to the customer's blood glucose level.